Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of bilateral iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The ipsilateral leg of the trunk-ipsilateral leg endoprosthesis was landed in the left external iliac artery approximately 2cm beyond the iliac bifurcation. The procedure was completed without any reported issues. On an unknown date in (B)(6) 2022, follow-up computed tomography examination reportedly showed that the ipsilateral leg had migrated proximally to the left common iliac artery (distance not reported). It was reported that the physician used the shortest possible device length required for treatment during the initial procedure. According to the report, the device migration possibly occurred when the vascular geometry returned to its natural shape after the procedure was completed. On (B)(6) 2022, a reintervention was performed whereby an additional stent graft was implanted to extend the existing stent graft system distally on the left side. The patient tolerated the procedure.